Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-13278. It was reported that the patient presented in clinic due to a complaint of not feeling well and muscle stimulation. Upon review, it was discovered that the right atrial lead and the right ventricular lead dislodged. The patient was admitted and scheduled for a lead revision. During procedure, the right ventricular lead was attempted to be repositioned however, the helix on the lead would not retract. The lead was explanted and replaced, and the right atrial lead was successfully repositioned. The patient was in stable condition.